Event description:
It was reported that the patient received a lost sensor alarm. It was stated that the transmitter didn't blink during the sensor connection. It was also stated that the sensor electrode may have fractured underneath the skin. The sensor was inserted in the abdomen, about three to four inches away from belly button, and was only in place for four hours. The patient was advised to seek medical assistance if the electrode broke underneath the skin. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.